Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir was leaked. The customer¿s blood glucose level was 3.6 mmol/l at the time of incident. Customer stated that the reservoir was discarded. Customer stated that location of the leak was bolus and when customer was outside. Customer was advised like to return the reservoir and transfer guard. The insulin pump will not be returned for analysis.